Event description:
It was reported that the health care professional (hcp) wanted to review the stored non-sustained ventricular tachycardia (nsvt) episodes on this pacemaker where noisy signals were noted on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and determined that prior episodes were appropriate; however, one episode included oversensing on the non-boston scientific rv lead, resulting in ventricular tachycardia (vt) markers and storage of an nsvt event. Ts recommended in-clinic evaluation of the rv lead, including isometric testing. No adverse patient effects were reported. This pacemaker remains in service.